Event description:
A review of pubmed revealed an abstract published in the european journal of surgery (2001, jun;167(6): 453-7), entitled, "deep prosthesis infection in incisional repair; predictive factors and clinical outcomes." This abstract describes the evaluation of 121 pts who underwent hernia repair where mesh (polypropylene, polyester or eptfe) was implanted in the subfascial plane using the stoppa-rives technique. Postoperatively, eight pts developed mesh infection, three of the eight were identified as having "gore-tex" mesh. Subsequently, the three infected "gore-tex" meshes were explanted.

Manufacturer narrative:
Method: device not returned for evaluation and lot# information is unk, review of information provided in the article: the abstract references 3 gore-tex devices. However, event specific information has not been made available. Therefore, the decision was made to submit a single report for the reported multiple occurrences. Lot number information was not provided, therefore, a review of quality records could not be performed. The device(s) were not returned, therefore, a direct product analysis could not be performed. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. A review of the clinical literature shows that infection is a well documented complication related to incisional hernia repair and can occur regardless of material. A supplemental report will be submitted if new info is obtained.